Event description:
A beckman coulter, inc (bci) representative contacted customer per the troponin (accutni) customer contact marketing survey program (msp). Customer stated that the access 2 immunoassay system generated one occurrence of a non-reproducible false positive accutni result below the ami (acute myocardial infarction) cutoff. Upon rerun, the results were lower and within the normal reference range. Customer stated that the first sample may have been a short-draw. Patient treatment was not adversely affected by this event. Customer stated that the laboratory implements proactive procedures to verify unexpected results prior to reporting these results out of the laboratory, thereby preventing potential risk to patient safety. Customer declined to provide specific system data, but stated that the quality control (qc) results were within qc specifications.

Manufacturer narrative:
Customer did not indicate an increase in occurrence of the event, or an instrument malfunction. Therefore, on site service was neither requested nor required. The cause for this event is unknown and could not be determined with the information supplied. The root cause of the issue could potentially be attributed to the short-draw of the sample. Customer has not called back to report any further issues relating to this event. (B)(4). Customer did not require on site service.